Event description:
The customer contact reported a tubing separation. Prior to patient use, it was noted that the tubing connected to the stopcock "felt loose." Upon further examination at the user facility, it was noted that the tubing separated from the stopcock. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.